Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stuck foreign material/stent could not be determined, as no further device reprocessing or event information was reported or is available. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscope¿. ¿1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector¿. ¿9. Visually check that the groove for fixing the guide wire on the forceps base is clean¿. ¿inspection of forceps channel and forceps raising mechanism¿. ¿1. After visually confirming that the forceps table is tilted, insert the treatment instrument through the forceps plug, and visually check that the treatment instrument comes out smoothly from the forceps outlet at the distal end of the endoscope and that no foreign matter is expelled. Check by hand¿. ¿4. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for repair due to a stent that could not be pulled out. Initial evaluation noted foreign matter coming out of the distal end due to clogging of the forceps channel tube, caused by insufficient cleaning. Additional findings included lost water tightness due to a pinhole on the channel tube; bending in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire; cracked adhesive on the bending section cover; deformed and dented nozzle causing water removal ability to not meet the standard value; and scratched connecting tube, distal end cover, light guide lens, objective lens, scope connector, universal cord protector, universal cord, insertion section protector, grip, suction cover plate, lock engagement knob, right/left and up/down knob, and control unit knob. These findings were attributed to mishandling. The customer indicated that the device was not cleaned, disinfected, or sterilized prior to returning it to olympus. The customer confirmed that the foreign material was a stuck stent. It was possible that the device was used for the procedure with the foreign material attached. There were reportedly unspecified abnormalities in the accessories used in reprocessing. Only the outer surface had been washed and "high-level disinfection was outside." The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera duodenovideoscope was returned to olympus for repair due to a stent that could not be pulled out. During routine inspection of the device by olympus, it was observed that foreign matter came out of the forceps channel due to clogging. There was no death, injury, or infection in patients or health care professionals. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.